Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2024, the patient experienced a hypoglycemic episode. The patient did not notice if the dexcom display devices alarmed or not and did not know what contributed/caused to the episode. The event occurred the day after the sensor had been inserted in the arm. Around 11:30 am, the patient reported that she was driving and felt like she was paralyzed, she then hit the railing. When the patient felt numb and hit the railing, she does not recall if the dexcom display device alarm that time. The patient was alone, and people that saw the accident helped by calling 911. When the ambulance arrived, she was taken to the nearest emergency room. The patient got her blood glucose checked by paramedics and it was below 40 mg/dl. Paramedics gave sugar water, though the patient did not notice how much was given. The patient was discharged late in the afternoon on the same day and was feeling fine at the time of the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation and the allegation was not confirmed. The probable cause could not be determined via data. No additional patient or event information is available.